Manufacturer narrative:
The product under investigation is not a serviceable device. Therefore, a service record review was not performed. There was no product returned on this investigation. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a surgery a phacoemulsification handpiece did not aspirate and was not providing any power during phacoemulsification step. The procedure was completed using another handpiece and there was no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in sections d.9, h.3, h.6 and h.10. A phacoemulsification handpiece (hp) was returned for testing. The phacoemulsification handpiece received for testing on this investigation. The returned handpiece was found to functionally exhibit no problems. A visual assessment of the returned sample revealed no obvious nonconformity. The returned sample was connected to a calibrated system. A flow rate test was performed on the irrigation and aspiration lines of the handpiece which found the handpiece to meet specifications. The handpiece tuned successfully and completed a five-minute burn-in test with the system set at 100% ultrasonic and torsional power. The handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements which found the handpiece to meet specifications for longitudinal but not for torsional movement. The stroke on the longitudinal hp test, was found to meet specification. However, for the torsional portion of the hp testing, did not meet specification. Due to this fact, the reported event was ¿confirmed.¿ however, how or why this occurred, cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).